Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's battery is tilted in the pocket site. The rep felt the battery and it does feel like the header of the ins is tilted and is more superficial. The patient stated it's tender to the touch and sometimes is painful when she sits down against it. The patient denies any weight loss, trauma, or falls. The battery life is ok and the impedances are all within normal range. The patient stated coverage is perfect and didn't want to change anything. The doctor also agreed he does not want to perform any surgical intervention at this time. No further complications were reported. No additional patient symptoms were reported.